Event description:
This is a spontaneous case report received from a consumer via regulatory authority (B)(4) (case # (B)(4)) in (B)(6) on 29-jul-2015 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. After the birth of her third child in 2012, she decided that she would like to be sterilized and, on the recommendation of her gp (general practitioner), was referred to a doctor with a view to having the essure procedure. She was implanted with the essure device on the (B)(6) 2012, with a follow up x-ray to check correct placement, 3 months later. Her health problems began in (B)(6) 2012, but she did not relate them to essure until earlier this year. Within a few months of the procedure, she started to experience long painful periods with heavy bleeding, painful ovulation, stomach aches, bloating and gas. This was followed by chronic joint and muscular pain and extreme fatigue. In the past year (2014) she has also been experiencing hair loss, itchy skin and skin rashes. After many visits to her gp and numerous blood tests, with the exception of low iron, all results have been normal and no cause has been found. Earlier this year, she was finally referred back to doctor and will be having a hysterectomy on (B)(6) 2015. She feels sad that she now face surgery and will lose a part of her body, particularly when essure was sold to her on the basis that it did not require surgery. She was also shocked to discover that essure contains pet fibres, as she was told that the coils were made of nickel and was not informed that it is actually these plastics that cause a local inflammation and the subsequent fibrosis that blocks the fallopian tubes. It is now her understanding, and likely, that her ill health is an autoimmune response to the coils. She has therefore been in the dark and at a loss to establish the cause of her ill health, with no one looking out for possible side effects, it has taken considerable time and taken a toll on her health to reach this point. Ptc investigation result was received on 17-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced long painful periods with heavy bleeding. The event coded as heavy menstrual bleeding was considered serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. In this case, consumer started to experience this event within a few months of the procedure. It was reported that she will be having a hysterectomy performed. Therefore, this case was regarded as incident. Additionally, non-serious events were reported. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information is expected.

Manufacturer narrative:
Follow-up information received on 27-aug-2015. Despite several attempts for follow-up, no response received. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-sep-2015 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced long painful periods with heavy bleeding. The event was considered serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy abnormal genital bleeding and menses pattern changes may occur. In this case, consumer started to experience this event within a few months of the procedure. It was reported that she will be having a hysterectomy performed. Therefore, this case was regarded as incident. Additionally, non-serious events were reported. Based on the available information, there is no reason to suspect a quality deficit of the product. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 04-nov-2015 from consumer via regulatory authority ((B)(4)): in (B)(6) 2012, at the age of (B)(6), consumer decided sterilisation would be her best option. Essure was inserted on (B)(6) 2012 under general anesthesia, with no problem and little pain. Twelve weeks after procedure, an x-ray was done and confirmed the correct placement of the coils. Prior essure procedure, she was in good health, and had been diagnosed with hypothyroidism after the birth of her son in 2010 but, this had been successfully controlled with medication (levothyroxine). In (B)(6) 2012, she started experiencing stomach pain after eating, bloating and gas. At that time, she did not relate these issues to essure and began a long journey of food elimination to establish the cause of what appeared to be irritable bowel syndrome. Around this time she also began to experience joint pain and fatigue; again, she did not relate this to essure. By (B)(6) 2013, she was feeling extremely unwell and began the first of many visits to her gp and had the first of many blood tests to establish the cause of her declining health; none was found as all bloods were deemed normal. She was also at this time referred to a rheumatologist and physiotherapist for her joint pain and as a result diagnosed with osteoarthritis (subsequent mir scans have proved this diagnosis to be incorrect). An entry in her diary for the (B)(6) 2013 states the following; pain, wrists, knuckles, shoulders, particularly between shoulder blades a burning sensation. Stomach aches after eating, bloating and gas, headaches almost constant and no relief from paracetamol. She felt like she did not have slept even after a long sleep (she never felt like she had enough sleep and wake up feeling drugged). Woke up in pain and stiff, in need of a hot bath; she felt cold hands and feet all the time. She could not stand the cold or loud noise and felt angry when the children scream and shout. Her initial thought was that her issues were because her thyroid levels, but all blood work returned as normal. The connection she could make at this time was the pattern seemed to be related to her menstrual cycle. Prior to essure, she had a 28 day cycle, with moderate bleeding, little pain and a little pain at ovulation. Since the procedure she had experienced an massive change to her cycle, it has become; erratic, 24-30 days, painful, heavy bleeding with flooding and clots, ovulation was extremely painful lasting many days, painful breasts, intense lower back pain, mood swings and headaches. She often had the sensation of pressure in her uterus. She had also sadly; experienced a loss of libido and sexual arousal has become painful, with pain after sex. Over the past 18 months, she began to experience further issues including a skin rash around her back and torso, dry itchy skin, dry brittle hair, hair loss, blurred vision, headaches, low iron levels (probably due to heavy blood loss), dental problems (unhealthy gums and teeth breaking) and brain fog. She found on the internet thousands of women worldwide experiencing the same health issues as her. Her gynecologist disputed essure as a cause of her symptoms as it is her belief that the coils are inert in nature and therefore not capable of causing such issues, but, has nevertheless agreed to perform a hysterectomy to remove her fallopian tubes, uterus, and cervix. She stated that pet fibres intended to cause a localized inflammatory response. According to her, her health issues were highly indicative of an auto-immune response. Consumer stated that the week following her report, she will undergo hysterectomy surgery to remove fallopian tubes, uterus and cervix due to heavy bleeding and paint. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-nov-2015 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain and long painful periods with heavy bleeding (heavy bleeding with flooding and clots). These events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer started experiencing the events in close association with the essure procedure. Therefore causality with the suspect insert cannot be excluded. Since it was reported that the consumer will be having a hysterectomy performed; this case was regarded as incident. Additionally, non-serious events were reported. Based on the available information, there is no reason to suspect a quality deficit of the product. Despite follow-up attempts, no further information was obtained.